Manufacturer narrative:
Based on the claim against the force bipolar instrument by the customer noting the instrument had defective insulation, an investigation is in progress. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Intuitive surgical, inc. (Isi) has not received the force bipolar instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the force bipolar instrument had insulation damage during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, the force bipolar instrument could not be straightened, had defective insulation, and was bent at the front of the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: insulation was damaged/broken. There was no loose/broken/frayed cable. Cautery function was lost; no arcing or thermal damage was observed. The procedure was completed with a reserved instrument with no injury to patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary failure of broken main tube to be related to the customer reported complaint. The force bipolar instrument was analyzed and found to have the main tube broken. A piece measuring approximately 0.050¿ x 0.108¿ was not returned with the instrument. Common causes of the failure mode broken instrument main tube are typically attributed to the user. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The root cause of this failure is typically attributed to mishandling/misuse.